Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer 1627487-2019-09228. It was reported that patient felt no stimulation on the s1 lead. Upon x-ray review, lead migration was confirmed, and patient had ineffective stimulation as a result. Lead was explanted, and a new lead was implanted to resolve the issue. There were no complications during the procedure. Patient was stable.